Manufacturer narrative:
Pr # (B)(6) (B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported that jaw is broken. Per attached intake form: #88-8335 qty 1, jaw is broken. Was product used on patient? No. Did the failure occur during patient use? No. Was there any patient harm? No. Medical intervention required? No. Was there any user harm? No. Complaint # (B)(4) addresses the missing screw from the handle. 16oct2020 additional information: an x-ray was performed on the procedure with the broken grasper. Not on the missing screw for handles. It was only taken to determine if anything had fallen in the patient. What was the procedure that was being performed? Unsure. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? No. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes they took x-ray¿s to verify nothing was left behind. What was the patient¿s outcome? Normal surgical outcome. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Yes what is the date of event? (B)(6) 2020. Do you have photos of the reported issue on the instrument? Yes. No further information available.

Manufacturer narrative:
Follow up (B)(4). The samples were provided, and an evaluation was performed. The root cause is overstressing of the instrument. The broken insert has the rod (11440r) broken out the end. The insert appears to have sheared due to excessive force. Extensive testing was completed on the rods and double action inserts to show excessive force is the most likely cause of failure in this device. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue. H3 other text : see h10.

Event description:
Per email: material no.: 88-8335, batch no.: d20veo. It was reported that jaw is broken. Per attached intake form: #88-8335 qty 1, jaw is broken. Was product used on patient? No . Did the failure occur during patient use? No. Was there any patient harm? No . Medical intervention required? No. Was there any user harm? No. (B)(4) addresses the missing screw from the handle. 16oct2020 additional information: an x-ray was performed on the procedure with the broken grasper. Not on the missing screw for handles. It was only taken to determine if anything had fallen in the patient. What was the procedure that was being performed? Unsure. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? No was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes they took x-ray¿s to verify nothing was left behind. What was the patient¿s outcome? Normal surgical outcome. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Yes. What is the date of event? (B)(6) 2020 do you have photos of the reported issue on the instrument? Yes. No further information available.